Event description:
Dealer called in and stated that the end user has a lot of soft spots in his home resulting in the consumer often riding over his heater vent in his motor home causing the brushings to fall out.